Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 10 events were reported for this quarter. Product return status: 7 devices were received for evaluation; 3 devices were not available to stryker for evaluation. Evaluation status: 4 events were confirmed during testing; 3 devices were found to be affected by corrosion; 1 device was found to be affected by a lubrication problem; 3 device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. The 10 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 10 total events were initially reported. 4 previously reported events are included in this follow-up record.   Product return status 3 devices were received. 1 device was not available for evaluation.   Evaluation status confirmed 3 reported events were confirmed during testing. - 3 devices were found to be affected by corrosion.   Additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.